Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer printer was out of specification. It was also indicated that the stylus did not work, electrocardiogram (ECG) connector was damaged, keyboard was damaged, and cable bay was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer would not turn on and occasionally would not start. The programmer was expected to be returned for service. There was no patient involvement.